Manufacturer narrative:
Internal report reference number: (B)(4). Meter and test strips were not returned for evaluation. Note: manufacturer contacted customer in several follow-up calls to ensure the initial concern is resolved - unable to establish contact with customer at this time.

Event description:
Consumer reported complaint for high blood glucose test results. The customer is concerned with test results from results obtained of 302, 169 and 228 mg/dl. The customer was not concerned with the meter memory result of 70 mg/dl. The customer¿s expected am fasting blood glucose test result range is 135-155 mg/dl and expected bedtime fasting blood glucose test result range is 150-180 mg/dl the customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. During the call, a back to back blood test was not performed by the customer. The customer was not handling the test strips correctly and was taking the strips out of one vial and putting them in another vial. The customer did not have another vial of test strips that had been stored and handled correctly. The meter memory was reviewed for previous test result history (time not set and also possibly the date): (B)(6).